Event description:
It was reported during in clinic follow up that the right ventricular lead exhibited increased high voltage lead impedance. Fluoroscopy performed at time of lead revision did not reveal any physical anomalies, but fracture was suspected. The lead was capped on (B)(6) 2023 and successfully replaced. The patient was stable and asymptomatic.